Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection showed multiple polymer extrusion kinks were noted. A detailed microscopic examination of the balloon material identified a pinhole leak, 1mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instructions for use; however, a leak was noted coming from the pinhole at 1mm proximal to the proximal markerband. No other device issues were identified during returned product analysis.